Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the itrak 3500p system has intermittent calibration issues (calibration fails with mechanical deformation). There was no report of pt injury.